Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell, underweight and red particles. A visual and microscopic analysis was performed which identified creases fold, missing shell, sharp broken on posterior due to a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp broken on posterior due to a surgical impact opening and missing shell due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. Device has been explanted.